Manufacturer narrative:
Correction: further information was received indicating that this event did not indicate a malfunction on this product. The event was due to damaged tissues and no malfunction was alleged on this product. This event should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction. Please retract report#: (B)(4). A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that the cause of the event was due to damaged tissue and there is no allegation of malfunction against the device. The patient received an upgrade to an implantable defibrillator system.

Event description:
During an in-clinic follow-up, inadequate pacing output was observed on the device. A revision procedure was performed. The device was explanted and replaced to resolve the event. The patient is stable.